Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead had dislodged. Surgical intervention was performed and the rv lead was successfully repositioned and continues to remain implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.